Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump with failure code 808:02 cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with an "808:02." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.